Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no reported adverse impact to the customer¿s blood glucose level. The caller reloaded the same cartridge which resolved the issue.